Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to FDA.

Event description:
Lap chole - "per operating room coordinator, clip applier malfunctioned, causing deformed clips and misfires. Stated that jaws/clips got "hung up on cystic duct " and "difficult to remove."